Manufacturer narrative:
A motor error alarm occurred during the basic occlusion test due to a faulty gold force sensor resistor. Analysis could not verify a compromised force sensor system alarm due to a motor error alarm. The motor passed the motor test. The unit had a minor scratched lcd window, a cracked case at the display window corner, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer's family called in to report that the insulin pump alarmed a compromised force sensor error and that insulin was "squirting" out during the manual prime process. The customer's blood glucose level was 119 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.